Event description:
It was reported that a health care provider (hcp) stated that the device was not put in correctly and they were going to replace it. The patient passed away due to an unrelated issue and the device was never replaced.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# v915103, implanted: 2012 (B)(6); product type lead product ID 3037, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 3889-28, lot# v151154, implanted: 2008 (B)(6); product type lead product ID 3058, serial# (B)(4), implanted: 2008 (B)(6); product type implantable neurostimulator product ID 3058, serial# (B)(4), implanted: 2008 (B)(6); product type implantable neurostimulator. (B)(4).